Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Skin. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No. Please provide the procedure name and date. N/a. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in medwatch report: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture broke off from the swage after one suture pass. No adverse patient consequences were reported. Additional information was requested.